Event description:
When drawing labs prior to start of dialysis, the tip vacutainer adapter tube became lodged in the arterial port of the patients right femoral access line and the tip was unable to be removed. The plastic piece that is used to enter into the port broke off inside of the port. This caused the patient to have their port changed over a wire.